Event description:
The dental implant fx4510swc was removed on (B)(6) 2019 due to failure to osseointegrate 7 days after implantation. The patient has history of tobacco use and diabetes. The doctor noted numbness/abnormal sensation during explantation. The patient has recovered without complications.